Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received indicated the procedure was competed using an alternate handpiece with no harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported there was no handpiece phacoemulsification power in the eye. The handpiece passes the test. The handpiece was disconnected and went through the prime /tune again with no resolution to the issue. It is unknown if the procedure was completed and patient impact. This is the second report of two reports being filed from this facility.

Manufacturer narrative:
Additional information has been provided. The phaco handpiece was not returned for evaluation. The phaco handpiece was manufactured on november 9, 2017. Based on assessment, the product met specifications at the time of release. With no additional, related information provided, the customer reported event could not be confirmed. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).